Event description:
It was reported that during a functional check, the ventilator failed the leak test and the turbine was not spinning up. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na